Event description:
It was reported that the patient experienced a stroke after implantation on 06mar2024. The type of stroke was unknown. It was noted that the customer believed the stroke was not device related.

Manufacturer narrative:
No additional information has been provided. The manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient experienced an ischemic stroke after implantation on (B)(6) 2024 and exhibited right sided weakness. They were treated with intravenous heparin and the patient's symptoms resolved.